Event description:
Health professional reported pt allegedly experienced dysphasia, chronic gastritis, and megaesophagus resulting in lap-band system explant without replacement. Pt presented complaining of dysphagia. Endoscopy confirmed the events. It was noted that "0.5 [amount of fluid was] in [the] band." No infection or band slippage was noted.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of dysphagia and gastritis as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of esophageal dilatation as follows: "caution: esophageal distension or dilatation has been reported to result from stoma obstruction due to over-restriction, due to excessive band inflation. Pts should not expect to lose weight as fast as gastric bypass pts, and band inflation should proceed in small increments. Deflation of the band is recommended if esophageal dilatation develops."